Event description:
The customer reported to the service depot on 28 december 2009 that a colleague infusion pump with a malfunction of the channel b select key is inoperative. The event was reported to have occurred during biomedical servicing. There was no adverse event, patient injury or medical intervention had been reported related to the device. The software version for this device is currently unknown. No additional information is available.

Manufacturer narrative:
(B)(4). There is a CAPA investigation associated with this report. (B)(4). The pump was received and will be evaluated by baxter. A follow-up report will be submitted when the evaluation results or additional information becomes available.